Event description:
Blank black screen on the inomax dsir following start up (device malfunction) no adverse event (no adverse event). Case description: this initial non-serious device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to report a "blank black screen" on the inomax dsir ds20090441 following start up. The device was not in use on a patient at the time of the device issue. Ikaria investigation results were received on (B)(6) 2014. On (B)(6) 2014, the rt contacted ikaria technical services to discuss a blank black screen issue with inomaax dsir ((B)(4)). The rt reported a "blank black screen following startup of the device". He also reported "the screen would light up briefly then disappear". The rt cycled ac power to standby, then on without resolving the issue. The inomax dsir ws removed from service and returned to ikaria for inspection. Case comment: (B)(6) 2014: the device was not in use at the time of device malfunction and did not result in adverse event; however it is being reported because a similar malfunction occurred in the past that resulted a serious adverse event (see MDR#3004531588-2013-00023).

Manufacturer narrative:
This initial non-serious device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to report a "blank black screen" on the inomax dsir ds20090441 following start up. The device was not in use on a patient at the time of the device issue. ((B)(4)). The device investigation was completed on (B)(4)2014. The inomax dsir device serial number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service logs which revealed a delivery failure alarm with backlight current below minimum (minimum: 800 counts. Actual value: 604 counts) consistent with a failing display backlight. The rsc investigation did not experience the reported complaint of a blank display but did replace the pca main, inverter board and display as a precaution due to service log entries. The root cause for this incident was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).